Event description:
Customer called to report as high blood glucose level of 43 mg/dl. Customer reported she is not feeling well and is about to go to the hospital. Blood glucose value at the time of admission was 39 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).